Event description:
It was reported that the caller experienced an issue with the t:slim x2 pump battery not charging, accompanied by a power source alert in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by changing the charging supplies, after which the pump began charging, and no further assistance was required.